Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review has been initiated to ensure the device met all specifications upon distribution.

Event description:
It was reported that during a procedure, the balloon was inflated on a 3fr fogarty arterial embolectomy catheter and could not then be completely deflated, so was determined to be unusable. It was exchanged for another catheter from the same lot number. There was no allegation of patient injury. Patient demographics were requested and have not been provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Our product evaluation laboratory received one model 120803f catheter. As recommended in the product IFU, the balloon was inflated with 0.6ml of air and inflated clear and concentric without leaking. Balloon deflation with air was achieved on less than 1 second. The balloon was again inflated using 0.2ml of water and remained inflated for 5 timed minutes without leakage. Balloon deflation with water was achieved in 3 seconds. Both deflation times, using air and using water, were within specification. The balloon was examined and the balloon latex and windings appeared to be in good condition without any damage or abnormality; however, the spring tip was observed to be bent. The customer report of a deflation issue was not confirmed on evaluation, as the device responded appropriately during functional testing; however, as this complaint meets the criteria where the decision to report was determined by the initial reported complaint, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Deflation difficulty with the fogarty catheter can impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown if user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.